Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon trialing poly, bottom tasp broke. No patient impact. No additional information available according to per.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Performed a visual inspection of the returned item and found it to exhibit signs of repeated use nicked / gouged, is fractured on the lateral side of the post feature. All pieces were returned. The device history records & receiving inspection report were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Medical records were not provided. Investigations for complaints associated with the tibial articular surface provisional (tasp) fracture. Fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. In addition to the visual and optical microscopy analysis, a review of the dhf and dfmea was performed. Ongoing complaint monitoring confirms that the rate of instrument fracture is within the expected risk profile as specified in the dfmea. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that upon trialing poly, bottom tasp broke. No patient impact. No additional information available according to per.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.